Event description:
It was reported that during a gastric resection procedure, the two first staples were successful applied with a green charger. But at the third one, there was no staple and no cut. The clamp was removed and the cartridge was changed. But there was no staple and no cut too. Thus, use of a second clamp (lot l92p4d = affair 30760) and a new cartridge but same problem again. The device was replaced by a clamp from a competitor to finish the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information requested and received: the event did occur during a gastrectomy sleeve on a female patient. The first problem occurred after the second firing. The tissue was stapled and cut only on 2-3cm. With the second device , the same event occurred. No blood transfusion needed. A competitor device was then used to finish the procedure and did a continuous suture on the staple line. The patient was kept at the hospital 3 days more for surveillance.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ec60a device was returned in good visual condition and with one ecr60g cartridge loaded in the device. The cartridge reload was received fully fired and with cartridge deck damage and some drivers damaged. The damage to the cartridge is consistent with the device being clamped over a hard object. In addition the knife was inspected under magnification and nicks were found. The found damage on the deck and knife is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.